Manufacturer narrative:
Serial number: the device lot number was documented as unknown in the initial report. The device serial number date has been updated as (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to oct 6, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that two cutter devices broke while the surgeon was using them. There were no delays to the surgical procedure. It was not reported if there was a spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The lot number was unknown. Therefore, the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the cutter device broke was confirmed. An assessment was performed and it was determined that the cutter device broke due to excessive lateral or side to side force. The assignable root cause was determined to be component damage due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.